Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 35 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient was awake and alert, but not speaking, and could not respond to questions or follow requests. The patient experienced right gaze preference, with left hemiplegia. A CT revealed an ischemic stroke. It was reported that on (B)(6) 2017, the patient was doing much better. The patient was utilizing physical therapy for left sided hemiplegia, and was able to move the left lower extremity on (B)(6) 2017. The plan of care was subacute rehabilitation once medically stable. No additional information was provided.